Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to lead fracture. This rv lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to lead fracture. The lead damage could not be confirmed and which resulted to high impedance, threshold and undersensing. This rv lead was replaced and will be returned. No additional adverse patient effects were reported.